Event description:
Procedure type: inguinal hernia repair. According to the reporter: the pt is an alcoholic and a smoker. In (B)(6) 2011, the pt underwent a gastric stump resection, resection of remaining stomach after splenectomy, pancreas resection left side, colontransversum part resection, prostoperative hemorrhage from pandreas (peritonitis), ileostomy, abdominal dressing. On (B)(6) - kerlix and vacuum therapy. On (B)(6) - supply with mephitel (direct on mesh). On (B)(6) - maceration of mesh.

Manufacturer narrative:
(B)(4).